Manufacturer narrative:
The sample was collected in a serum tube. Qc is performed once per day; all three levels of t-uptake qc were within the customer's established ranges prior to and after the event. A routine system checks were performed on (B)(6) 2011 and (B)(6) 201; both passed within instrument specifications. Per customer, there were no errors posted to the event log in conjunction with this event. The customer is not reporting any other issues with other assays or samples at this time. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found a dirty pinch roller and the main pipettor tip was slightly bent. The fse replaced the hardware and performed all necessary alignments. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted by beckman coulter inc., (bci), regarding a higher than expected t-uptake result, above the normal reference range, that was generated by the access immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. The sample was not available for retesting. The effect, if any, to the patient is unknown at this time.